Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
During a hemorrhoid long method procedure, the device cut but did not staple correctly. The procedure was completed by hand suturing. There was no patient consequence.